Manufacturer narrative:
Philips service replaced the kvma board, mrc x-ray tube, roco velara replacement kit, and rotor controller, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray system failed during fluoroscopy on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.